Manufacturer narrative:
(B)(4). The sample lot number is unknown at this time. The sample availability is unknown at this time. A follow-up MDR will be submitted if additional information is obtained.

Event description:
A customer contacted baxter's technical service center to request assistance on the home choice (hc). Per the initial report, the caregiver (cg) reported a check heater line alarm in fill 1. The cg stated the frangible in the heater bag was broken but it was stuck in the tubing and would not let the solution out of the bag. The technical service representative (tsr) advised the cg would need to start over with new supplies. There was no patient injury or medical intervention indicated at the time of the initial report.

Manufacturer narrative:
(B)(4). Additional information: a quality review was completed for this report of a check heater line alarm. This report was not confirmed in the lab due to a lack of sample. The lot number is unknown; therefore, a batch review was not performed. Based on the information obtained from baxter's investigation, the root cause of the incident was due to obstructed tubing. The caregiver stated the frangible in the heater bag was broken but it was stuck in the tubing and would not let the solution out of the bag. The caregiver was unable to wiggle the frangible out of the tubing. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. The root cause investigation is in progress.